Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr, donor 2 inr: 3.1 inr , donor 1 hct: 43% , donor 2 hct: 48%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr, returned meter and retention strips: 2.5 inr. Donor #2: retention meter and master lot strips: 3.0 inr, returned meter and retention strips: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The product used by the patient and facility were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when tested with her own coaguchek xs meter (serial number (B)(4)) and a second coaguchek xs meter (serial number (B)(4)) used by a healthcare facility. At 7:45 a.m., a sample from the patient was tested using her own meter (serial number (B)(4)), resulting with a value of 3.2 inr. The patient prepares the sampling site by cleaning it with an alcohol swab. The patient was not sure whether the alcohol had dried prior to puncturing her skin for sample collection. Within 2 to 3 hours of this first test, a sample from the patient was tested using the healthcare facility's meter (serial number (B)(4)), resulting with a value of 2.4 inr. Based on the value of 2.4 inr, the patient's dose was increased and the patient was asked to re-test in two days. The nurse who performed this testing stated that when collecting the sample from the patient, either the first or second drop of blood was used for the test. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is bi-weekly. Contamination was found on the heater plate of meter serial number (B)(4). The time and date were set incorrectly on this meter and this was corrected. The patient has been anemic in the past, but is not currently anemic.